Manufacturer narrative:
The reported event of keypad was not applied correctly to pcu file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in (B)(4) cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that the keypad were not applied correctly to pcu. It does not feel like the keypad was seated correctly. There was no report of patient involvement. The customer later reported that pcus that have been repaired appear to come back with the same issue.